Event description:
It was reported that the pt experienced a loss of efficacy and a shocking sensation. The lead impedance measurements were greater than 4,000 ohms. The pt's neurostimulator and lead were replaced. The pt recovered without sequelae.